Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0jvt3, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient requested compatibility guidelines for tens (transcutaneous electrical nerve stimulation) or other external stimulation. The patient asked if it was normal to still have soreness in the lead wire and ins (stimulator) implant area/cheek area only at night. The patient reports she should not had ins on that area because she have some issue in that area. Since implant the area was sore and sensitive for both ins and lead wire. She was in a lot of pain after implant. The patient reports that the therapy was a miracle and changed her life. She gets good result at five and even better result at six but when she turn it up to six the lead wire area gets sore. It was reported four days after reported event date by the healthcare provider that there was a fifty percent or greater symptom reduction. It was noted that the lead was involved in reported event. The patient experienced an ¿electric shock¿ sensation while using tens unit for back pain with stimulator implant powered on. The patient was brought to the office with the tens and neurostimulator programmer. The patient was shown how to power off the stimulator. The actions taken to resolve the issue was the patient was educated. The event cause was determined and was not device related but was due to patient error. The patient recovered without permanent impairment. Additional information was requested but not available at the time of report. If additional information received, supplemental will be sent.